Event description:
Patient identifier was counseling a diabetic patient. Diabetic pt checked glucose (bld) level using own equipment. Diabetic pt used lancet device to obtain sample of blood. Diabetic pt went to discard lancet in the regular trash. Patient identifier went to stop diabetic patient and pt identifier was stuck by diabetic pt's lancet in right hand. I feel strongly that this device should be manufactured as a self-retracting device in all lancets. In my hospital, we use self-retracting lancets. In the kits that patients receive in order to do home self-monitoring blood glucose testing, they use disposable lancets with a holder. I cannot tell you how many patients tell me that they throw these used devices out in the regular trash.